Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump stopping due to full battery depletion was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file (d1061039) was submitted for review that showed events spanning approximately 2 hours (02jan2024 from 00:20:10 to 02:50:56, 01jan2000, 06jan2024 per timestamp). Events occurring on 01jan2000 were recorded as default dates due to a total loss of power to the controller. The clock was set to correct date and time on 06jan2024 at 10:36:41. Low voltage alarms were active at the beginning of the log file on 02jan2024 from 00:20:10 - 00:48:25. No external power alarms became active shortly after the low voltage alarms on 02jan2024 and were active from 00:48:25 ¿ 02:50:56. The no external power alarms became active due to the voltages on both cables depleting to ~0v. The backup battery was providing power to the pump during this time until 02:49:35 on 02jan2024. The event following the final no external power alarm on 02jan2024 was recorded as a default date of 01jan2000 at 00:00:00 indicating that the controller had lost all power. These alarms became active due to the 14v batteries being fully depleted. The duration that the batteries were use in for was unable to determined due to the events being overwritten; however, the 14v batteries voltage were recorded at ~1.5v in the first event of the log file. There were no other notable atypical alarms active in the log file that would indicate an issue with the system controller. Multiple good faith efforts were sent asking if any troubleshooting was performed to resolve the issue, if any product was exchanged to resolve the issue, and if any product would be returned for analysis. To date, no response has been provided. The root cause for the pump stopping was due to full battery depletion; however, a root cause for the batteries becoming depleted was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 12dec2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The submitted log files captured low power advisories while on battery power on (B)(6) 2024 at 00:20:10 . At 00:48:25, a no external power event was recorded. The pump ran on the system controller's emergency backup battery (ebb) until 02:49:35, then the pump stopped.